Event description:
As described by customer, mermaid medical, to ranfac corp. "The customer had problems with performing punction of bone and further. There were problems with fixing / catching the biopsies. Unfortunately the customer did not save the products for evaluation."

Manufacturer narrative:
The product in question was not returned to the manufacturer for review and proper evaluation. The review of the device history record did not show any type of nonconformance which would cause the end user to be unable to puncture the bone or unable to retrieve the bone marrow sample from the needle.